Event description:
It was reported that the customer received an a-33 alarm from her insulin pump. The customer stated that the drive support cap was protruded. Trouble shooting was conducted. The customer's blood glucose levels were 15 mmol/l. The customer will be returning the insulin pump. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.